Event description:
It was reported that a patient using the ilet while traveling experienced a low glucose event after walking extensively and requested guidance on pausing insulin; the patient treated with approximately 15 g of oral carbohydrates (cookies) after a cgm g7 reading of 63 mg/dl, and was educated on selecting a reminder timer prior to sliding to pause and how to resume delivery; no device component malfunction was identified and the cannula was implicated only as the component in use; the event related to improper or incorrect procedure or method. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose and classification as serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error contributing to the event.